Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 590 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include not being able to breathe as well swelling in the chest. Once at the hospital the patient removed the pod. The patient reports the pods slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient was treated with intravenous fluids, insulin and oxygen. The patient was prescribed a pill that they could not recall the name of. The patient was discharged from the hospital after 24 hours. The patients pod will not be returned as it has been discarded.